Event description:
Additional information received reported the cause of the lead to break was unknown. All parts of the lead were explanted. It was unknown where the location of the lead issue was. The patient recovered without permanent impairment.

Event description:
It was reported that the patient had a revision done in 2013. ¿all 8¿ of her leads broke. The issue with the leads was noticed about 1 month prior to the revision in 2013. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37714, serial# (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator. Product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead. Product ID 37754, serial# (B)(4), product type recharger. Product ID 37752, serial# (B)(4), product type recharger. Product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type extension. Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type lead. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013,product type extension. (B)(4).